Event description:
It was reported that the patient didn´t use neurostimulation in the last 4 to 6 weeks. The device model number was noted as 37713 or 37714. The patient underwent a surgery of the bladder and after this operation, he tried to switch on the ins without success. The recharger showed "por" in display, interrogation with n´vision without success. They used another recharger without success - display showed "por" again. Troubleshooting was ongoing. If additional information is received, a follow up report will be sent.

Event description:
Follow up information obtained indicated that the external recharger unit was replaced and communication with the implantable neurostimulator (ins). The ins was then able to be recharged and worked normally. Interrogation between the ins and the clinician programmer was performed with no problems. The patient's therapy outcome was reported as successful.

Manufacturer narrative:
Neuromodulation device model unknown, serial # unk.

Event description:
Follow up information received indicated that patient's ins had two occurrences of a power-on-reset (por) which required longer hospitalization. The company representative noted that they could connect the recharger with the ins and was able to charge for 15 hours. Afterwards, the ins worked for approximately 24 hours at which time another por was seen (messages seen on both the patient recharger and the clinician programmer). The company representative was able to communicate and reprogram the ins with the clinician programmer which led her to believe that the source of the issue was the recharger. A new recharger was ordered for the patient. In the meantime, the patient kept trying to use the old recharger at which time it began to operate correctly. However, the patient was given the new recharger. If additional information is received, a follow up report will be sent.